Event description:
Additional information received from the manufacturer¿s representative (rep) reported the customer mistakenly discarded the explanted extensions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 37085-60, serial# (B)(4) implanted: (B)(6) 2021, product type: extension; product ID: 37085-60, serial# (B)(4) implanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 23-dec-2012, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 23-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the previous implanted neurostimulator was being replaced due to normal circumstances. On date of report, the healthcare provider noted getting 1703-oor (out of regulation) on the patient programmer. The patient is programmed on 1/2 and 10/11 and is programmed on contacts that have higher impedances (5000ohm range). 1,2,3 and 9,10 ,11 all showing higher than normal impedances. The patient is programmed at 1.8ma on the left side. All unipolar and bipolar pairs are showing >2k ohms. A screenshot of the impedances showed: monopolar 0 - 11.2k, 1 - 7,938, 2 - 3,247, and 3 - 3,722. Bipolar 0/1 - 38.2k, 0/2 - 20.3k, 0/3 - 19.1k, 1/2 - 18.2k, 1/3 - 17.5k, and 2/3 - 7,779k. Technical services reviewed that it would be reasonable to assume this is the cause of the oor. A revision was likely and the manufacturer representative noted that the surgeon was 'concerned with the look' of the extensions during replacement of the neurostimulator. Additional information was received during investigation received from the manufacturer¿s representative which was confirmed with the healthcare provider. The manufacturer representative reported that the extensions were explanted and replaced. The extensions were attached to already implanted leads and neurostimulator. An impedance check was performed with all results within normal limits. The patient recovered and discharged the same day. An appointment was going to be scheduled to have the settings fine-tuned. Following this, the issue was considered resolved.